Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative. Upon doing a roller study, the physician did not feel the rollers moved adequately.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed no anomaly. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 943.3 mcg/day as of 2016-08-2. Analysis of the catheter on (B)(6) 2016 revealed a user related hole regarding the catheter body. The previously applied results code and conclusion code no longer applies. The results code and conclusion code refers to the pump. The results code and the conclusion code refers to the catheter.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at an unknown dose via an implanted pump for intractable spasticity. There was a possible pump failure and the event/difficulty occurred (B)(6) 2016 (month and year are accurate). The pump was replaced on (B)(6) 2016 and would be returned. The patient experienced symptom return and there were no environmental/external/patient factors that may have led or contributed to the issue. A roller study was done by the managing physician. The pump and catheter were replaced and the issue was resolved at the time of this report. The patient's status at the time of this report was "alive- no injury". Additional information was received from the rep indicated the catheter was replaced because the managing physician had difficulty aspirating the catheter and did not complete a dye study. The patient was not harmed; however he had minimal results from the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.